Event description:
It was reported that the nurse stated that the flow rate (fr) on their arctic sun device was 0lpm. Therapy started overnight, and they have had flow rate issue since. Had press start again and guided to diagnostics screen showed that the system hours were 12,785, pump hours were 11,617, inlet pressure (ip) was -1.7psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Disconnect and reconnect pads using proper technique. No change in values. They would obtain another device and if pads did not flow, they would call back. No further calls from this customer.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the flow rate (fr) on their arctic sun device was 0lpm. Therapy started overnight, and they have had flow rate issue since. Had press start again and guided to diagnostics screen showed that the system hours were 12,785, pump hours were 11,617, inlet pressure (ip) was -1.7psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Disconnect and reconnect pads using proper technique. No change in values. They would obtain another device and if pads did not flow, they would call back. No further calls from this customer.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A root cause could not be definitively identified. Therapy started overnight, and they have had flow rate issue since. Had press start again and guided to diagnostics screen showed that the system hours were 12,785, pump hours were 11,617, inlet pressure (ip) was -1.7psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Disconnect and reconnect pads using proper technique. No change in values. They would obtain another device and if pads did not flow, they would call back. No further calls from this customer. A review of the risk document (B)(4), was performed for this investigation. The reported event is addressed in step # (B)(4). Based on this review the risk is within the expected range. The instructions-for-use under (B)(4) rev. 9 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is not an out-of-box failure. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.